Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she experienced poor distance vision and rings of glowing light with streaks. She has been unable to drive or work. Add'l info was received from the surgeon who reported the event continues; the consumer has not adapted to the multifocal iol's. Her best corrected vision is decreased in both eyes. The surgeon reports there were no problems found that were associated with the lenses. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. A completed questionnaire was received on (B)(4) 2013. (B)(4).